Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further patient details to bard.

Event description:
It was reported that during deployment of the stent in a pre-dilated lesion in the proximal sfa via contralateral access through the common femoral artery, the stent twisted. Reportedly, an unsuccessful attempt was made to cross the twisted stent with another stent (size 6 x 40) to open it entirely. Post-dilation with a pta balloon (size 6 x 40 mm) was performed to complete the procedure successfully. The stent was patent after post-dilation and there were no clinical consequences to the patient reported. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specification prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the images provided, the reported stent twisting could be confirmed. An hourglass shaped deformation in the first 1/3 of the proximal section of the implanted stent was identified. The returned delivery system was found to have been actively used. During the performed function test, the system was found to be fully functioning without conspicuity. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. A not performed pre-dilation may be another contributing factor. Reportedly, the lesion had been pre-dilated and the tracking path and target lesion were not tortuous or calcified. No issues during the initial stent deployment were experienced. On the basis of the information available and the evaluation of the sample and the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that during deployment of the stent in a pre-dilated lesion in the proximal sfa via contralateral access through the common femoral artery, the stent twisted. Reportedly, an unsuccessful attempt was made to cross the twisted stent with another stent (size 6 x 40) to open it entirely. Post-dilation with a pta balloon (size 6 x 40 mm) was performed to complete the procedure successfully. The stent was patent after post-dilation and there were no clinical consequences to the patient reported. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient ID # (B)(6).